Event description:
Customer reported syringe set with .2 micron filter set received from picu ((B) (6) 2008) appears to be leaking at .2 micron filter/tubing juncture. Event date not reported. Packaging not saved to provide a lot number. Investigation ongoing. Follow up report will be sent when investigation is complete.

Manufacturer narrative:
(B) (4). (B) (4).